Event description:
On (B)(6) 2011, baxter spoke with the son of the (B)(6) home patient (hp) regarding a reported incident of vomiting on (B)(6) 2011 who stated that the hp had passed away on (B)(6) 2011 due to pancreatic cancer. The son stated that the hp was not on pd therapy at the time of his death. On (B)(6) 2011, (B)(6) spoke to the nurse who confirmed the hp death of (B)(6) 2011. The nurse said that the hp had been receiving peritoneal dialysis (pd) therapy at a long term care facility, but after the diagnosis of cancer, went home around (B)(6) 2011 and stayed with family. The nurse did not have information regarding the hp and pd therapy at the time of death, nor was the nurse able to give causality of death.

Manufacturer narrative:
(B)(4). The availability of the device reported is unknown at this time. Should additional information become available, and/or upon conclusion of baxter's investigation a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter canada and returned to the device pool for reuse. No information was available regarding the device evaluation. Upon further review of the complaint information, and per the recent medical reassessment, it has been determined that this report of patient death was due to the diagnosis of metastatic lung carcinoma and not due to the homechoice device; therefore, this incident has been determined not to be a MDR reportable event.